Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump stopped infusing and "died" without alarming a low battery. During transport from the intensive care unit to computed tomography (CT) scan, the patient was receiving lactated ringers (dose, programmed volume and delivery rate unknown) and epinephrine via a second spectrum pump. While en route the pump ¿stopped working¿ and the staff was unaware of this stoppage and ¿it¿s possible (that the) notice was given that the battery was failing but due to the stress of the situation someone could have ignored the alarm¿. At this point the pump had been in use for ¿two plus hours¿. After an unspecified amount of time the patient died. It was not reported what was the cause of death nor was it reported if an autopsy had been requested. No further information was available at the time of this report.

Manufacturer narrative:
Corrected information d3: device manufacturer name baxter healthcare corporation. Additional information d9, h2, h3, h6 and h11: h11: per further communication received from a baxter territory manager, the customer used unapproved cleaning practices, including cleaning the pump without removing the battery from the pump. The user facility has since updated their cleaning practices with assistance from the baxter territory manager. Poor cleaning practice is a known cause of power issues when the pump is used on battery power. Fa-2020-012 addresses the relationship between the poor cleaning practices and pump shut down. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, an improper shutdown could not be reproduced, and no issues were found with the associated wireless battery module contact pins or rear case pins. The event history log (ehl) review was performed and revealed a single event of "improper shutdown!" While running on an infusion of epinephrine. However, at the time of the power loss, the pump was in standby mode. This means ¿power was lost¿ could not be determined through the history log. The user powered on the pump at 13:05 on the day of the event and cleared the prior program. The power status recorded in the history log indicated that the pump was on battery power at the time. 13:12 user loaded a set, and a new infusion of epinephrine was programmed 13:13 the user started the infusion at a rate of 281ml/hour with a vtbi of 250ml 13:52 the user stopped the pump and put the pump in standby mode. The pump is not running when in standby mode. 14:10 the user powered on the pump and an "improper shutdown!" Message occurred indicating a loss of power between timestamps 13:52 and 14:10. The power status indicated that the pump was on battery power at the time of power up. No battery alerts had occurred prior to the improper shutdown event. An "improper shutdown!" Message indicates that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.